Event description:
The reporter stated that when used on their power injector, the cap on the three way stopcock connector "blows off". The reporter also stated this has happened intermittently for about a year. No pt injury or treatment was associated with this event.